Event description:
The account alleged the hi/low is drifting down. No injury reported.

Manufacturer narrative:
The technician investigated and found issue with the bed, the bed was functioning as designed.